Manufacturer narrative:
The reported event of increased pc unit keypad failure rate file was opened to document an event that the customer reported. No devices or logs were returned for investigation. No further investigation of this event is possible at this time. No device history or qn search was performed since no serial number for the suspect device was reported by the customer. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted.

Event description:
The customer reported that during testing, the pc unit keypads had a higher failure rate than was expected. Biomed found some units did not power up or charge at all after the power cable and battery were replaced. In other units, after a new keypad and battery were replaced, some units had keys which did not work when pressed, charging did not occur, and the devices did not complete the task with asm. A corroded ribbon cable was identified on one of the units and device investigations were requested. There was no report of patient involvement.